Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including progressive illnesses, fatigue, pneumonia, fistula, bilateral carpal tunnel surgery, shingles, chest wall pain, chronic muscle and joint pain, sclerotic skin, sores on the bottoms of her feet, particulate lesions, golf ball nodules in axilla and along rib cage and sternum, memory loss, deteriorating lung function, cataracts, neuralgia, swelling in knee and hands, and fibromyalgia. The patient developed capsular contracture baker grade unknown, seroma, and implant site calcification. Both devices were reported to have ruptured which complicated with granuloma. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal on (B)(6) 2017. This report is for the first of two devices.